Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette broke and leaked; this was described as ¿cassette breaks in 2nd cycle the inside of the cassette get wet¿. This occurred during use of the device during an unknown process step of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.